Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic reported a patient who was hospitalized for skin necrosis from burns in both axillae 2 weeks 3 days post miradry treatment. The exact date of hospitalization and medical treatment are unknown. The patient is under the care of a plastic surgeon at a local university hospital. Continue to monitor the patient's recovery.

Event description:
Clinic reported a patient who was hospitalized for skin necrosis from burns in both axillae 2 weeks 3 days post miradry treatment. The exact date of hospitalization and medical treatment are unknown. The patient is under the care of a plastic surgeon at a local university hospital. Update: the patient had the dead tissue removed and received skin transplant on the affected area. Exact date was not provided. The symptoms resolved, but the treatment resulted in scarring.